Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that hypothermia patient was cooled and was now rewarming on the arctic sun device. Nurse reports the device is sounding alert 02 (low flow). This happened after they moved the patient. Patient temperature was 36.1c and target temperature was 36.5c. Four arctic gel large pads were attached with good coverage. Event log showed alert 01 (patient line open) and alert 02 (low flow). System diagnostics water control showed that flow rate was 0.7lpm, inlet pressure was -0.5psi and circulation pump command was 100 percent (serial (B)(4)). Mss walked the nurse through disconnecting and reconnecting the arctic gel pads holding behind the clear clamps. There was no change in flow rate or inlet pressure. Mss had the nurse check pads for damage, cuts or tears and fluid delivery line (fdl) and they saw no damage. Nurse would change out the device and if the low flow rate continued, they would change the pads. 1 hour later, nurse had changed to second device and was sounding the same alerts (serial (B)(4)) nurse called the doctor and since the patient was near the target temperature, they would use a bair hugger to warm the patient.

Event description:
It was reported that hypothermia patient was cooled and was now rewarming on the arctic sun device. Nurse reports the device is sounding alert 02 (low flow). This happened after they moved the patient. Patient temperature was 36.1c and target temperature was 36.5c. Four arctic gel large pads were attached with good coverage. Event log showed alert 01 (patient line open) and alert 02 (low flow). System diagnostics water control showed that flow rate was 0.7lpm, inlet pressure was -0.5psi and circulation pump command was 100 percent (serial (B)(6)). Mss walked the nurse through disconnecting and reconnecting the arctic gel pads holding behind the clear clamps. There was no change in flow rate or inlet pressure. Mss had the nurse check pads for damage, cuts or tears and fluid delivery line (fdl) and they saw no damage. Nurse would change out the device and if the low flow rate continued, they would change the pads. 1 hour later, nurse had changed to second device and was sounding the same alerts (serial (B)(6)) nurse called the doctor and since the patient was near the target temperature, they would use a bair hugger to warm the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.